Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited oversensing. During revision procedure, the physician noted the lead exhibited insulation abrasion. The lead was capped and replaced. The patient was in stable condition post operation.